Manufacturer narrative:
(B)(4). To date, no sample has been returned for analysis. Information has been added to the database for trending purposes.

Event description:
Follow up call with the patient was performed and the information she provided revealed the following: "the patient said she did visit her doctor, and he ordered her a replacement trach and once received, he will replace her trach. The patient is still wearing the trach and she still feels discomfort wearing it when she moves her head. Patient said the doctor didn't think anything was wrong, but agreed to order her a new trach." New information provided on 04/27/16 revealed that the sample associated to this report was discarded because the physician did not feel there was anything wrong with the tube.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that after having this tracheostomy tube placed during an emergency room visit on (B)(6) 2015, she felt a sharp pain and discomfort. She has reached out to her primary ear, nose and throat (ent) to request that her tube be changed.